Event description:
It was reported that the patient is feeling diaphragm stimulation when he lays on his left side. The patient had been seen previously and output on the left ventricular (lv) lead was reduced but the stimulation has returned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.